Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had rectified the problem prior to the field service engineers assistance as when the engineer dialed in the user was logged in and was removing medications for the patients. The engineer suppled the end user with the article for bioid failover not working and reported the customer resolved the issue. The field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fingerprint option was not there; users couldn't log in. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.